Event description:
The user was attempting to manually ventilate the pt; however, the user was unable to maintain any pressure in the breathing bag. The machine was replaced to complete the case. No pt injury.